Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: guide wire became stuck requiring medical intervention. Device issue: difficult to remove. It was reported that the target lesion was the distal rca. Another company's stent was deployed and during removal of the delivery system, the bmw universal guide wire had accidentally advanced deeper and the distal tip became trapped in the small vessel, (distal to the rca). A microcatheter was advanced on the guide wire to point where it was trapped, and the guide wire was successfully removed. There were no patient effects reported. No additional event or patient information is available.

Manufacturer narrative:
Results - product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the guide wire was returned with no blood visible. There was contrast visible on the tip coils. There was corrosion at the tipball and center solder. There were four bends in the tip, 4mm, 9 mm, 1.2 cm and 1.6 cm proximal to the tipball. There was a kink in the tip, 1 cm proximal to the tipball. There were stretched tip coils, 1 cm proximal to the tipball at the same location as the kink in the tip. There was no other damage noted. The distal end of the guide wire, including the hypotube passed through a hole gauge and this met manufacturing criteria. The proximal end of the guide wire, up to the hypotube passed through a hole gauge and this met manufacturing criteria. The returned guide wire was backloaded through a new catheter and there was no resistance noted. The tip was tugged on to confirm that the core and shaping ribbon were intact. The distal end of the guide wire was dipped into red congo dye to confirm that there was hydrophilic coating present on the guide wire. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.